Manufacturer narrative:
The surgeon and the distributors sales rep reviewed the screw and plate after the device was removed. They stated that they did not identify any defects with the components. They also stated that the screw and plate did seat flush and properly locked. The components were given to the pt at her request. If additional information is collected, a supplemental report will be completed if appropriate.

Event description:
It was reported that a surgeon removed a lapidus plate and four screws from a pt where the locking screw was backing out of the plate. The surgeon did state that the surgical correction from the lapidus procedure was excellent.